Event description:
This report was received from global pharmacovigilance (gpv): on (B)(6) 2012, the patient's son contacted baxter center for one service. The son requested that his mother's homechoice machine be picked up due to her death on (B)(6) 2012. The son stated the cause of death was end stage renal disease. On (B)(6) 2012, global pharmacovigilance contacted the patient's peritoneal dialysis (pd) nurse. The pd nurse reported the following. On an unknown date, the patient started pd using dianeal low cal ambuflex 10l intraperitoneally (ip), nightly. On (B)(6) 2012, the patient was admitted to hospice with the diagnosis of failure to thrive. The nurse confirmed that on (B)(6) 2012, the patient expired. The nurse could not confirm the consumer reported cause of death. The cause of death was unknown. Pd was ongoing until the time of death. It was unknown if the patient was performing pd at the time of death. It was unknown if an autopsy was performed. The pd clinic did not expect to receive a death notification form. The nurse indicated the death was unrelated to pd therapy or any baxter device or disposable part. All available information was reported. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incident. The nurse reported prior to the patient's death, the patient was diagnosed with a peritonitis and refused to be treated. The patient's health deteriorated and was placed into hospice care and died on (B)(6) 2012. (The peritonitis incident is being addressed in a separate medical device report.)

Manufacturer narrative:
(B)(4). The device was received and routed to service prior to the pal being made aware of its complaint status. Therefore, the sample is not available to evaluate. A device manufacturing history review identified that a keypad issue was found but rework was performed and the device passed all subsequent testing. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. A review of the logs revealed no failure, malfunction or iipv events that could have caused or contributed to the home patient passing away. The issue with regards to the device was not confirmed. The cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal). Upon completion of the evaluation or if additional information becomes available, a follow up will be submitted.